Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not booting up. Upon further inspection, the fse confirmed that the hard disk section of host pc was not turning on and the led was not glowing in hard disk section. The fse tried to restart the system but it did not fix the issue. The fse reseated the power supply of host pc along with the operating system hard disk after which the issue was resolved and the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not switch on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the host pc did not boot up. The power supply of host pc along with os hard disk has been reseated and the system was returned to use in good working order.